Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that while patient was hospitalized for an unrelated issue, the patient underwent a right heart catheterization on (B)(6) 2018. The sensor was recalibrated by 10.5 mmhg. It was reported that patient has a left ventricular assist device. It was reported that the right heart catheterization was done due to the patient¿s condition and as follow up related to the left ventricular assist. Accurate readings were observed under the manufacturer's patient care network database.